Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, the patients respiratory circulation was noted to be stable. Two days following implant, while performing rehabilitation in the intensive care unit (ICU), the patient experienced lightheadedness and suffered from cardiopulmonary arrest (cpa) and cardiac tamponade. Cardiopulmonary resuscitation (CPR) was performed and the patient was brought to the operating room. A thoracotomy was performed, during which it was noted that the patients aorta had ruptured. After intensive care therapy the patient did not wish to receive any further treatment and the patient died. Per the physician, during the patients rehabilitation, the valve migrated causing the paddles on the valve frame to touch the aortic wall, rupturing the aorta. Of note, the patients blood vessels were fragile due to old age. The cause of death was reported as an aortic rupture.

Manufacturer narrative:
Additional information was received that per the physician, the valve dislodged when the patient bent and stretched during rehabilitation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.